Manufacturer narrative:
Sample collection and centrifugation information was not supplied. The customer had a passing system check on (B)(6), 2011 after the event. The customer had a passing accutni calibration on (B)(6), 2011. Per the customer provided data, level 3 accutni qc was within the established ranges prior to and after the event. The sample was sent to bec customer product line support (cpls) for additional investigational testing. Cpls confirmed the customer's results. Cpls performed dilution test and interference testing. Cpls was not able to confirm a source interferent for the patient's sample. Service was not dispatched for this event as customer was not questioning instrument performance. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a troponin (accutni) result above the ami cut-off generated by unicel dxi 800 access immunoassay system for one patient. The result was reported out of the laboratory, but did not fit the patient's clinical picture. Repeat testing on an alternate instrument produced a similar result. The customer did not report death, injury, or change to patient treatment attributed or connected to this event.